Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a temporal crescent and dark area were noted. The patient is not bothered by it. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Additional information has been requested.